Event description:
Procedure: lcs duofix revision - 1st stage knee revision. On (B)(6) 2008, patient underwent primary tkr (dr (B)(6)) where lcs duofix femur and tibia were used. Patient presented in (B)(6) 2013 with a swollen, painful knee. Months later, swelling increased and a draining sinus was present. Surgeon opened and drained the knee on (B)(6) 2013 and no bacteria were cultured. On opening the knee on (B)(6) 2013 (same surgeon, same hospital), stained tissue was present and both femoral and tibial component were loose. Surgeon elected to undertake a 2-stage procedure and antibiotic cement spacer was implanted. Longitudinal scratches were evident in femur and circular scratches were evident in the tibial tray.

Manufacturer narrative:
The lcs duofix femoral components were voluntarily recalled from the market in july 2009, and the lcs duofix femoral product codes are now considered inactive. Further inspection of components will not be performed as the investigation regarding the root cause(s) and/or corrective actions are controlled under (B)(4). Where individual retrieval analysis is undertaken to confirm the presence of alumina in the poly bearing surface then these reviews will be attached to the complaint record on receipt of the approved document. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The returned medical records and x-rays were reviewed by bioengineering. Notification was received from bioengineering stating that based on the observations the root cause of patients reported loosening cannot be confirmed. A review of manufacturing records and complaints database did not identify any anomalies. From the information received the root cause of the need of revision could not be determined. The complaint shall be closed with an undetermined conclusion and monitored through trend analysis. If further information becomes available the complaint shall be reopened and investigated further. Post market surveillance is per (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.